Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted in the patient and, therefore, was not available for direct analysis by gore. Per the gore® tag® conformable thoracic stent graft with active control instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to improper stent graft placement and branch vessel occlusion or obstruction.

Event description:
On (B)(6) 2020, the patient underwent treatment of a chronic type b dissection with a gore® tag® conformable thoracic stent graft with active control. The device was planned to be positioned just below the left common carotid artery, however, a final procedural angiograph reportedly confirmed that the partial uncovered stent had covered the left common carotid artery by about 80%. A bare metal stent was placed in the left common carotid artery, and blood flow was reportedly restored. The procedure was completed without any further reported issues, and the patient tolerated the procedure.